Event description:
Event description boston scientific received information that there was an unnatural bend noted on x-ray of this atrial lead. During the replacement procedure, the lead revealed a fracture distal to the sleeve. The lead was removed, successfully replaced, and returned for analysis.